Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited atrial tachy response episodes associated with right atrial undersensing. Technical services reviewed the stored episodes and recommended programming adjustments. The device remains in service. No adverse patient effects were reported.